Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
The patient reported they had experienced shock sensations on multiple occasions from their implantable pulse generator (ipg). The patient was referred to their physician and a device check was performed during a clinic visit. No device performance issues or explanation of the symptoms were revealed during the visit. The patient wanted a second opinion and was given contact information of other physicians in the area. No further patient complications have been reported as a result of this event.